Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by an eye care provider (ecp) on (B)(6) 2015 via a product return form, a patient experienced an unspecified ulcer associated with contact lens wear. Additional information was obtained via telephone from the reporting ecp on (B)(6) 2015: a patient was treated for a central corneal ulcer in the right eye (od), encompassing the entire cornea. No further information was provided. Additional information was received via adverse event form from the reporting ecp on (B)(6) 2015: the date of the event occurred on (B)(6) 2015. The patient had worn a daily lens for one to two days and the lens had adhered to the eye. The patient experienced moderate foreign body sensation and mild redness. Physical examination showed a central corneal ulcer located within the central 4-6 mm of the od cornea, 6-8 infiltrates and moderate corneal staining (less than 50 percent of the cornea was involved) . An antimicrobial solution (polymyxin b sulfate and trimethoprim ophthalmic solution, usp) was prescribed four times per day for an unspecified duration. No permanent scarring was observed, no loss of visual acuity occurred and a biopsy was not performed. The symptoms resolved and the patient has resumed contact lens wear.